Manufacturer narrative:
The device passed the self test and the displacement test. Unable to download the device to care link pro properly. Care link error "the device returned invalid entries; all data read will be discarded" during download, problem isolated to pcb 2.

Event description:
The customer reported via phone call that they unable to download insulin pump to carelink. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.